Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) of traditional chinese medicine. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) alarmed and the iab loop leaked. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found safety disk leaked and needed to be replaced. The fse replaced the safety disk (0997-00-09850) and the equipment's function was restored. All functional tests were carried out according to factory requirements, and the test results were qualified and can be delivered to customers for use.

Event description:
N/a